Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant a (B)(4) adjustable gastric band ((B)(4)), the patient had an atypical infection around the prosthesis. The original implant procedure proceeded normally and patient was discharged day 2 post op. The patient had been very ill. The patient presented to another hospital with abdominal pain and fever on (B)(6) 2011. The scans showed gallstones and a diagnosis of cholecystitis. The patient was administered antibiotics (the type unknown) and was discharged on (B)(6) 2011. The patient was readmitted on (B)(6) 2011 with pain and fever, CT scans showed nothing unusual, patient could not eat or drink. A laparoscopic procedure was performed and on examination a large collection of pus and fluid was found around the band. It was removed and a specimen was collected. On the (B)(6) 2011, the pathology results returned atypical bacterial contamination. The pathology was (B)(6), non multi-resistant (B)(6) and (B)(6) infection. Atypical infection means it is from bacteria not normally associated with an infection in this area. Four attempts have been made to obtain additional information. If additional details become available a 3500 a supplemental will be sent.